Manufacturer narrative:
The device evaluation found image is black and no image is displayed due to the imaging unit. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited image is black and no image is displayed due to the imaging unit. There was no patient involvement.